Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. The initial result was 3.00 pg/ml with a data flag and was reported outside of the laboratory. The doctor questioned the result as it did not fit the clinical picture and requested repeat testing. The repeat results were 282.8 pg/ml with a data flag and 281.7 pg/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 246180 with an expiration date of 30-sep-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. From the data provided, a general reagent or instrument issue could most likely be excluded.